Manufacturer narrative:
Model number/catalog number: sc-2316-50e, serial number: (B)(4), batch/lot number: 5101309, model/catalog description: infinion 16 trial lead kit 50 cm.

Event description:
A report was received that the patient had experienced shocking sensation and bleeding at the incision site. The patient had an early lead pull. It was unknown if medical intervention was provided. No further information was provided.